Event description:
Patient was admitted to hospital for repair of a complete atrioventricular canal defect. On post-op day two, patient was noted to be fussy and inconsolable with no response to fentanyl. Precidex needed to be increased due to tachycardia and hypertension. Upon further investigation, fentanyl tubing was noted to be leaking between the syringe and tubing which is located in the locked patient controlled analgesia (pca pump). A new fentanyl order was placed and patient was noted to have immediate relief.